Event description:
Event description cpi received information that this bipolar lead was experiencing intermittent loss of output and inadequate impedance measurements. It is unknown if the lead was removed from service, no other information is available.